Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced high blood glucose and had been using meal announcements as correction boluses, including announcing multiple meals that were not consumed, which constitutes an improper method of use related to the user interface. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the reporter and analysis of information provided. Investigation of this case revealed no device problem and identified a usage problem, specifically failure to follow instructions and an unintended use error that contributed to the event; no device malfunction was found. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.